Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) was 520 mg/dl. Customer changed the pump supplies and a delivered a bolus via the pump to address the occlusion and elevated bg. Customer went to the emergency room for the bg. Customer was treated with intravenous fluids of saline and insulin, nausea medication, and manual injection. Customer was released later that day with the issue resolved, and no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.